Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote fc balloon catheter. The balloon was loosely folded with blood in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. 18mm of the outer shaft is longitudinally torn starting 15.4cm from the distal tip. The tip is damaged. There are numerous shaft kinks. There is no damage to the balloon or the remainder of the device. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a guide wire crossed the lesion, a 1.2mmx15mmx141cm fg coyote fc (emerge) balloon catheter was advanced for pre-dilatation. However, when the physician tried to perform dilation, the balloon did not inflate. The possibility of balloon rupture was considered. The device was completely removed from the patient and the procedure was completed with another coyote balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a guide wire crossed the lesion, a 1.2mmx15mmx141cm fg coyote fc (emerge¿) balloon catheter was advanced for pre-dilatation. However, when the physician tried to perform dilation the pressure was not applied and the balloon did not inflate. The possibility of balloon rupture was considered. The device was completely removed from the patient and the procedure was completed with another coyote balloon catheter. No patient complications were reported and the patient¿s status was good.